Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was still wetting the bed at night and could not make it to the bathroom. It was noted that the patient was having diarrhea and could not make it to the bathroom and "poop myself" and the patient wanted to know if the implantable neurostimulator (ins) could affect that. The patient only had 1 program and was at 4.2v. It was reported that the patient increased the ins up to 5.0v and still could not feel stimulation. It was noted that 4.2v was where the patient's health care provider (hcp) left it on (B)(6) 2013 when the patient saw them last. The patient did not understand the programmer. It was reported that the patient had an appointment with their hcp on (B)(6) 2013 where they would "look inside the patient's bladder.¿ additional information reported that the patient was still wetting the bed at night. The patient did not know if the device was helping them. It was noted that their symptoms did change for the better at first. It was reported that some nights the patient was fine and then could go 2 to 3 days without wetting the bed. The patient stated that it had been this way on and off since implantation. Additional information received indicated that patient was getting a little bit of symptom relief. It was indicated that symptoms were not better and patient was still wetting herself. The patient did not know when the symptom returned but stated it had been long since she had the implant, she was wetting herself and did that at night time and did not even know it. It was indicated that when patient went higher it hurt. It was reported that patient was at 6.3v on program 3 with lightning bolt for a week and a half and supposed to be on it for three months. It was noted that symptoms had gradual onset and was not satisfied with it. Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was not device related. It was noted that reprogramming was needed. The patient had difficulty with recurrent urinary tract infections (utis) which complicated matters. It was reported that the patient was using 8 to 10 pads a day and after that they were down to 1 to 2 a day. The last encounter with the patient was on (B)(6) 2014 and the patient had retention and another uti. It was noted that the troubleshooting and interventions taken were that the patient was reprogrammed and was given antibiotics. The patient outcome was that they were continuing working with the patient with reprogramming and behavior modification.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v997632, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).